Event description:
The stent was released without inflating the balloon after passing through the introducer. The doctor prepared the stent and then passed it through the terumo introducer. He felt some kind of resistance after passing the introducer. The stent was released without having inflated the balloon. The stent migrated to the profound femoral artery. The day after the procedure, the doctor had to make an endarterectomy and remove the stent.

Manufacturer narrative:
Analysis of the explanted stent did not yield any information with which to base conclusions due to the nature of its time within the body and the damage it sustained during removal. If resistance was observed while pushing the balloon catheter to the site for deployment as implied, then the stent would be more likely to have traveled in the proximal direction. This would have resulted in the stent leaving its crimped location between the radiopaque markers and traveling proximally over the balloon catheter shaft. In essence, the stent would have been contained on the catheter shaft. For the stent to migrate in the distal direction, a point of resistance would have had to been encountered upon removal of the device from the body or traveling away from the site of deployment however there is no mention of this. While it is likely that the stent encountered a significant level of calcification inside the vessel, the doctor would need to be pulling on the balloon catheter to relocate the stent. Data recorded by quality control prior to the lot being released to finished goods as well as all in-process inspections indicate that all specifications have been met.